Event description:
The report from the clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452212/01425457) of the left cavernous sinus, and 6 hours after the procedure, the patient developed a skilled movement disorder in right upper extremity. No action was taken, and the event outcome as three days after onset was recovered without sequel. During the event, the enterprise stent was patent, and it was fully expanded, apposed to the vessel wall and in a stable position. After the coils were place, no coil or coils protruded from the target aneurysm, and no additional procedures were conducted due to the coil protruding. The thrombus was not present during initial angiography. There were no complications during the procedure that may have contributed to the event. The relationship of the event to the procedure was unrelated and to the device was unknown. The patient had no medical history.

Manufacturer narrative:
Corrected data: please note that after further review, the reported does not meet the criteria for reporting. Therefore, no further reports or information will be forthcoming.

Manufacturer narrative:
(B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425457. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The unruptured saccular aneurysm neck was 4.2mm, and the neck to sac ratio was 4.2mm: 5.9mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.0mm. Mrs before the procedure was 0, 1 week after the procedure was 0, and 1 month after the procedure was 0. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, argatroban hydrate 60mg/day: (B)(6) 2011. Heparin 5000u was administered intra-procedurally. Heparin 12000u: (B)(6) 2011, 10000u: (B)(6) 2011, 8000u: (B)(6) 2011. The act was 171 seconds pre anticoagulation and 270 seconds post anticoagulation. The occlusion rate of aneurysm was 90% after the procedure continue from concomitant medical products: prior to implanting the enterprise vrd, roadmaster/goodman, prowler select plus (606-s255x/lot unknown), chikai/asahi intec were utilized. Other devices utilized during the procedure were, excelsior sl-10/stryker, chikai/asahi intec, and axium coil x10 (ev3). The product remains implanted and is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.